Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: a complaint of set not properly connecting, causing leakage was received from the customer. A photo of the packaging was received from the customer. A device history record review for model mz5302 lot number 23049222 was performed. (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd maxzero¿ multi-fuse extension set with needleless connector there were connection issues that resulted in leakage. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: customer reported that bd maxzero minibore pressure rated extension sets seem to have a quality issue at the connector that attaches to the IV hub. They report that several do not align well when attached leading to leaking around the site.

Manufacturer narrative:
H6: investigation summary a complaint of set not properly connecting, causing leakage was received from the customer. A photo of the packaging was received from the customer. From the received photo, the defect could not be confirmed. A device history record review for model mz5302 lot number 23049222 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified amount of bd maxzero¿ multi-fuse extension set with needleless connector there were connection issues that resulted in leakage. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: customer reported that bd maxzero minibore pressure rated extension sets seem to have a quality issue at the connector that attaches to the IV hub. They report that several do not align well when attached leading to leaking around the site.